Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated a patient generated a reactive result of 21 miu/ml on the architect anti-hbs assay. This result was questioned because the patient was also reactive for hbsag. The specimen was tested on another architect analyzer and generated a nonreactive anti-hbs result. The patient tested reactive for anti-hbc, anti-hbe and was nonreactive for hbeag. No impact to patient management was reported.

Manufacturer narrative:
On 3/30/2009 customer report was confirmed. The wire-reinforced section of cannula body was found to be kinked at two different locations on. The proximal kink located at bonded joint (with non-wire reinforced section). The distal kink located at 7cm proximal from the tip. A tied suture was evident at the distal kink. Wires were not exposed at the kinks. And no leakage was noted at the kink during testing. Unit is sent to erm for further evaluation as requested. On 4/16/2009 additional engineer evaluation should be attached to submission.

Event description:
Broke during use it was reported that after the cannula was indwelled, customer removed the blue dilator and found two kinks on the cannula body. Since it did not seem to have a problem with the flow rate, customer decided to keep using the device.